Manufacturer narrative:
Additional information sections h2, h6, h10 an event of valve degeneration and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an unknown sized trifecta valve was implanted. On (B)(6) 2021, the valve was explanted due to degeneration. The patient was reported to be in stable condition. Additional information was requested, however not able to be obtained.